Event description:
Same case as: 2134265-2015-04005 and 2134265-2015-04032. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with a simulator imaging catheter. During preparation, error 130 which correlates to "an image acquisition error" occurred and automatic pullback stopped halfway through. Rebooting the system twice was then performed. During the first reboot, error did not occur however, during second reboot, error occurred again. No patient involvement.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).